Manufacturer narrative:
The initial reporter information was not provided.

Event description:
The customer received a blood glucose reading of 583mg/dl on the contour next ez. He was tested on a different meter and the reading was 244mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer.